Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the sample wash cup was very dirty, and the baffle contained dirty particles and the sample hole in the process path was very dirty and contained dirty/dried particles. Service cleaned the parts including the sample pipettor wash cup, resolving the issue. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional tickets for false positive patient results. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the sample pipettor wash cup did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the sample pipettor wash cup were identified.

Event description:
The customer reported false positive alinity I total b-hcg results for multiple samples. The following information was provided: on (B)(6) 2025, sid (B)(6): initial result = 83.629 miu/ml, repeat was <2.300 miu/ml. On (B)(6) 2025, sid (B)(6): initial result = 121.858 miu/ml, repeat was <2.300 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false positive alinity I total b-hcg results for multiple samples. The following information was provided: (B)(6) 2025, sid (B)(6): initial result = 83.629 miu/ml, repeat was <2.300 miu/ml. (B)(6) 2025, sid (B)(6): initial result = 121.858 miu/ml, repeat was <2.300 miu/ml. No impact to patient management was reported.